Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. Dc/dc & battery control board, control printed circuit board, battery modules and o2 cell were replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Dc/dc & standard connectors printed circuit board convert and supply required internal voltages, control switching between mains power supply and external 12 v battery, and hold a number of standard connectors. Control pcb is part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. Unfortunately, the device¿s logs and faulty parts were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to dc/dc & standard connectors printed circuit board, control printed circuit board, o2 cell and battery modules.

Event description:
It was reported that during standby the ventilator generated technical error codes indicating power errors and turbine module communication error. There was no patient involvement. Manufacturer's ref#: (B)(4).